Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was received broken apart into 8 separate pieces/components and/or sub-assemblies. Not returned were the plunger/needles assembly, the posterior and anterior cuffs, and link and marker lumen. The sheath guide, foot, guide tube, control wire and sled were still assembled as a unit and the guide tube was noted to be bent. The foot was intact and received in the deployed position. The handle was broken into its 2 halves and the nosepiece and the suture was complete with the posterior needle tip attached. The lever had been broken into 3 pieces. The device was tested to test the parking or retraction of the foot by manually pushing the control wire distally toward the sheath. The foot parked/retracted completely. Due to the received damaged condition of the returned device a comprehensive evaluation could not be performed and no manufacturing or quality issue could be detected. No anatomical information was supplied that may have assisted with a determination of a possible root cause for the reported event. Based on the investigation the root cause for the complaint is undetermined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after suture retrieval, the foot could not be parked. The lever could not be returned to its original position and was reported to have broken. The device and the sutures were removed from the patient. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.